Manufacturer narrative:
(B)(4). Note: we have not completed our investigation of this event. We will file a follow-up emdr at the completion of the investigation. (B)(4).

Event description:
In this case, the customer reported that the when they pressed the up/in button on the multifunction footswitch (mffs), the patient support moved down. A philips field service engineer (fse) confirmed there was no harm to a patient, operator, or bystander. The fse stated that when the center button (load) on the mffs was pressed, the table moved down and out instead of up and in. The philips help desk reviewed logfiles which revealed a mffs/tableside control interface printed circuit board's (pcb) issue. The fse ordered a couch control card part replacement.

Manufacturer narrative:
(B)(4). On (B)(6) 2015, the customer reported that when attempting to move the patient support of their philips brilliance 64 system utilizing the "load" pedal of the multifunction foot switch (mffs), the patient support would move down from the gantry. The customer confirmed that the issue took place while the system was in clinical use, but that it did not result in harm to a patient, operator, or bystander. On 23-nov-2015, a field service engineer (fse) reported the couch intermittently goes down when the center button (load pedal) is selected from the mffs. On 24-nov-2015, an fse reported the issue appeared to be with the footswitch interface power control board (pcb). On 21-dec-2015, a national support specialist (nss) stated they have replaced the multifunction interface board and tried another couch control board. The motions are correct on the touch panels, both front and rear. The fse evaluated the gantry controller and determined it was not malfunctioning. The fse confirmed that the issue was with the left, rear control panel. The fse relayed the information to the customer. The customer in-house bio-medical engineer ordered and replaced the left, rear control panel to resolve the issue. . 02-feb-2016, an fse confirmed that the bug reps were no longer available and the control panel was an in-house install and the part was discarded. As the failed parts and bugrep were not available for further analysis, CT engineering was unable to determine the cause of this malfunction. The customer in-house bio-medical engineer replaced the left rear control panel to resolve the issue. CT engineering determined this event to have an acceptable risk. If this malfunction were to recur and the gantry panel button were to become stuck engaged during a patient procedure, it would be not be likely to cause or contribute to death or serious injury. Based on the risk benefit analysis, trending of the complaint records and a clinical evaluation by a medical physician, it has been determined that gantry panel stuck button failures do not meet the definition of a medical device report. There is no evidence that the gantry panel stuck button failure has resulted in a serious injury or death or could cause or contribute to a serious injury or death if the malfunction were to recur. The following mitigations for this issue include: ¿ all systems are equipped with emergency stop as well as power off buttons which provide an immediate means for the operator inside the scan room or in the control room to stop any unintended table motion, including such resulting from a stuck gantry panel button. The emergency stop buttons are very obvious and located immediately adjacent to the gantry panels and within reach of an operator moving the table by depressing any of the gantry buttons in question. ¿ the system performs a test for stuck buttons during initialization. ¿ a collision calculation is done in each combination of vertical, horizontal, or tilt motion, preventing injury from collision. ¿ motion control software verifies that motion commands are executed otherwise a fault condition is assumed and stops motion. ¿ resistance protection is in place for couch horizontal motion, a force limit to pallet motion beyond which motion will stop and shutdown. ¿ instructions in the instructions for use to observe the patient during all movements of the patient support. ¿ table movement that is driven by the precision motors happens at a controlled low speed. This provides ample time for recognition of unwanted movement. At the same time it provides an opportunity for most patients to respond to unintended positions resulting from such table movement. ¿ operators/users of the system are specifically trained to position a patient in such a way that there is enough play in all indwelling lines and catheters to allow for the table motion that is expected during the scan. ¿ there has been no report of serious injury to a patient, operator or bystander as a result of this malfunction of the gantry control panel.